Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, possible mechanisms leading to the malfunction include the following: during output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inline grip tissue pad peeled off when wiping it with a damp cleaning gauze outside of the body. The issue occurred during a therapeutic transabdominal preperitoneal procedure (tapp), which was completed with an olympus back-up device. There were no reports of patient harm.